Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load new cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer reported approximate insulin amounts in cartridge and tubing, wore pump in case, and was advised by technical support to remove pump from case, but customer refused to continue troubleshooting and case was closed.